Event description:
Needle broke off into stomach [device induced injury]. Case description: it was reported that pt who was using novofine 30g needle due to type 2 diabetes mellitus, experienced the needle to break off into their stomach (date unk). The pt was hospitalized in 2004 to have the needle removed. The pt has been using novopen 3 nad novomix 30 penfill 3 ml with novofine 30g needle since 2004. They use a new needle for each injection. On this occasion the needle broke off into the pt's stomach when they tried to inject the insulin. Three x-rays were performed and the needle will be surgically removed in 2004 at hospital. The pt's spouse advised that pt may have injected the needle on a slight angle. Pt had been trained in the use of the device and performed air shots before each injection. However, the pt's spouse noticed that insulin was running from the shoulder of the needle and not from the needle point. A doctor suggested that the needle had not been attached properly thus causing the needle to break off. A function test was not performed. The product will not be returned for analysis. The pt has recovered from the event.